Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, force test, and fourier transform infrared spectroscopy (ft-ir) of the returned device were performed following j&j medtech procedures. Visual inspection revealed a black foreign material on the tip of the device. An ft-ir was performed, and it was concluded that the material was primarily composed of polyethylene. A force test was performed, and the device was recognized and visualized correctly. However, an error 106 was displayed on screen due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section, and insufficient adhesive application on the wires was observed. This failure mode could be related to the open circuit observed during the analysis; however, this cannot be conclusively determined. No visualization issues were observed. A manufacturing record evaluation was performed for the finished device number lot: 31488983l and no internal actions related to the complaint were found during the review. The force issue reported by the customer was confirmed. However, the visualization issue reported by the customer could not be replicated. The root cause for the adhesive condition is traced to the manufacturing process. The potential cause of the foreign material cannot be conclusively determined, and it is unrelated to the issue reported by the customer. The instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. This product issue will be addressed through the quality system. Internal corrective actions are being performed to optimize actions on devices with force sensor error and adhesive issues. Explanation of codes: investigation findings: inappropriate material (c0602)/ investigation conclusions: cause not established (d15) component code: dome (g04046) were selected as related to the foreign material that is black in color. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sensor (g03012) were selected as related to error 106 due to an open circuit. Manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the insufficient adhesive applied on the wires. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component codes sensor (g03012) and adhesive (g0405201) were selected as related to the manufacturing process. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the visualization issue reported by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a foreign material on the tip of the device. Initially, it was reported that every time they came on ablation, the force reading was displayed as hi on the carto 3 system. The vizitag settings toolbar was not being visualized on the carto 3 system. The cable was replaced without resolution. When the catheter was replaced, the issue was resolved and the procedure continued. No adverse patient consequence was reported. The force and visualization issues were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 17-apr-2025, a foreign material that is black in color was observed on the tip of the device. This was assessed as MDR reportable with an awareness date of 17-apr-2025.